Event description:
The customer reported an alarm 2 followed by alarm 26, indicating occlusion events. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin use.